Event description:
Physician reported right side rupture diagnosed by ultrasound and MRI. Device has been explanted and replaced with a non-abbvie device.

Manufacturer narrative:
Continued h.6. Health effect- impact code: f2203. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Visual analysis of the photographs identified: rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. The device has red biological tissue next to the device. It is not possible to determine the lot number or catalog through the photos provided.